Manufacturer narrative:
Analysis of the leads, lot# va0q6p7, va0q6p7, va0psjz, va0m6e3 found reliability nonconformance. Analysis found lead was broken in the distal end/ conductor. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID:3888-56, lot#va0q6p7, implanted: (B)(6)2015, explanted: (B)(6)2018, product type: lead, product ID: 3888-56, lot#va0psjz, implanted: (B)(6)2015,explanted: (b)(6(2018,product type:lead,product ID 3888-56,lot# va0psjz , implanted: (B)(6)2015,explanted: (B)(6)2018,product type:lead,product ID 3888-56,lot# va0m6e3, implanted:(B)(6)2015, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient¿s leads, four of them, were removed and replaced. The leads were going to be sent back for analysis. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had accident at a grocery store and since the accident, patient lost stimulation. Caller reports she checked the electrode impedance at 0.7v, 5 electrode pairs were showing >10k ohms. Reference 0: 2, 6, 7, 11, and 15. Caller reports she increased stimulation to 3v and no out of range values. Reports the highest value was 12,100 ohms. Caller reports she reprogrammed and patient felt appropriate stimulation with a low rate. X-rays were suggested. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was in an accident where they were hit from behind. Afterwards, their relief wasn't as good as it was prior to the accident. An impedance check was performed at 0.25v and found that six electrodes were out of range with values greater than 4,000 ohms. When running impedances at 3.0v, all values were in range. The manufacturer representative stated that the patient only used one program and that active program didn't have any electrodes out of range. The manufacturer representative tried reprogramming the patient, but was unable to get them the therapy that they wanted. The patient claimed that they were in a lot of pain after the accident and had shoulder pain. This was considered to be a sudden change in therapy/symptoms. It was noted that the issue occurred in (B)(6) 2018. No further complications were reported or anticipated. Indications for use are spinal pain and non-malignant pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.   If information is provided in the future, a supplemental report will be issued.